Event description:
Complaint received as follows; endotracheal tube easily kink, block and irreversible bend, easily clot by secretion and block the tube. Based on available info, our medical determination is that this malfunction is serious: if this were to reoccur during use, a kinked/twisted endotracheal tube can lead to a compromise in patient ventilation sometimes necessitating an emergency extubation and reintegration. Reported to the FDA on (B)(4) 2012.